Manufacturer narrative:
Inspected 2 opened/used partial sensors and performed visual inspection and found both sensors with their cannulas retracted inside sensor base and found both broken cannulas broken part are missing. See picture attachment file for details. Unable to confirm customer received sensors in said condition due to customer returned opened/used. Missing 2 needles.

Event description:
Customer reported via phone call sensor anomaly. Customer's blood glucose level was unknown. Customer advised they experienced issues with their sensor and the electrode part of the sensor was not found multiple times. Customer was advised to return the sensor for analysis and that a replacement sensor would be sent out.